Event description:
It was reported that during a laparoscopic gastric bypass procedure, the device's were crunching when they were fired and they had malformed staples and incomplete staple lines. It was unk for all six devices whether this occurred on the initial or subsequent firings. The device failures caused the surgeon to perform a partial gastrectomy to complete the case. The following info has been requested: pt age, sex, weight? Pre-existing medical conditions? Prior surgeries? What portion of the stomach was the device being fired on when the difficulty was encountered? Were the instruments fired across or near an existing staple line or clip? Were any of the forces higher or lower than expected (closing, firing, or opening)? Was buttress material utilized with these devices? Anything else unusual about the device's operation? How is the pt currently? Does the doctor expect the pt to have a full recovery? Any long term effects of the partial gastrectomy? How long has the users been using this device? No response has been received to date.

Manufacturer narrative:
Instrument e: batch# f5tn9a, exp date: 12/2013; mfg date 01/21/2009. Instrument f: batch#: e5ml9m, exp date: 01/2013; mfg date: 02/27/2008. Eval summary: the analysis results showed that the long45a device a was received in good visual condition and with no reload present. The device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended; however, the cut was jagged due to a damaged knife. Although we are unable to conclude exactly how the damage to the knife occurred, a possible cause is firing across hard objects. Please note that a 100% inspection takes place during manufacturing to ensure the device meets the required specifications prior to shipment. The analysis results showed that the long45a device b was received in good visual condition and with no reload present. The device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended; however, the cut was jagged due to a damaged knife. Although we are unable to conclude exactly how the damage to the knife occurred, a possible cause is firing across hard objects. Please note that a 100% inspection takes place during manufacturing to ensure the device meets the required specifications prior to shipment. The analysis results showed that the long45a device c was received in good visual condition and with no reload present. The device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended; however, the cut was jagged due to a damaged knife. Although we are unable to conclude exactly how the damage to the knife occurred, a possible cause is firing across hard objects. Please note that a 100% inspection takes place during manufacturing to ensure the device meets the required specifications prior to shipment. The analysis results showed that the long45a device d was received in good visual condition and with no reload present. The device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended; however, the cut was jagged due to a damaged knife. Although we are unable to conclude exactly how the damage to the knife occurred, a possible cause is firing across hard objects. Please note that a 100% inspection takes place during manufacturing to ensure the device meets the required specifications prior to shipment. The analysis results found that the long45a device e was returned in good visual condition and with no reload present on the device. The device was tested for functionality with a test reload and it fired, cut and formed the staples as intended. The device fired without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. The analysis results showed that the long45a device f was received in good visual condition and with no reload present. The device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended; however, the cut was jagged due to a damaged knife. Although we are unable to conclude exactly how the damage to the knife occurred, a possible cause is firing across hard objects. Please note that a 100% inspection takes place during manufacturing to ensure the device meets the required specifications prior to shipment. A batch record review was performed and no anomalies were found during the manufacturing process.